Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for a follow up. Upon interrogation it was found that the right ventricular lead had recorded episodes of noise. The threshold, impedance and sensing values were observed to be normal. The patient was asymptomatic. No intervention was performed.